Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The central processor unit (cpu) board was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit shutdown during use. The unit was replaced and ventilation was able to continue. There was no report of patient injury.